Manufacturer narrative:
The reportability was reassessed and found to no longer require submission - aesculap is not the legal manufacturer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue witha pas-port proximal anastomosis device. According to the complaint description a hole was made in the aorta during surgery. The patient was undergoing an on-pump coronary artery bypass and a pas-port system was used for this procedure. Upon setting up of the device and positioned on aorta, the surgeon tried to rotate the knob to deploy the implant; and was stuck after fired the cutter and could not rotate the knob any more. As the result, a hole was made on aorta. The surgeon pressed the hole by hand and sutured it. It was anastomosed by hand to complete the surgery. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under (B)(4).